Event description:
It was reported the patient underwent a bladder neck suspension procedure in 1999. A transvaginal cadaveric sling placement was later performed in the next month. Subsequent to those procedures, it was reported the patient experienced abdominal pain. A pathology report dated in january 2000 noted, "final diagnosis: foreign material, bladder, excision; suture material identified." It was reported that the patient continues to be treated for urinary tract problems and takes medication for pain and muscle spasms and for the insomnia and depression resulting from the medical problems. The device was not returned for evaluation.